Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, the possible cause for the c-cover burn is possible that a high-energy device was used without maintaining a sufficient distance from the tip. The most probable cause is cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the c-cover was presented with a burn. There was no patient involvement.